Event description:
Abbott diabetes care received a complaint via social media from the mother of a customer who reported a unspecified issue with the adc device that allegedly ended in death. The post read as follows: "my son is dead because this crap didn't work for him!! Type diabetics need better technology! It's 2022!!" Adc responded to the social media post asking the reporter for further information and to contact adc customer service to discuss the issue further, however the reporter has not replied. No further information could be obtained as contact was not made with the reporter. It is unknown which adc product the complaint is related to, therefore all fields related to device information have been marked as unknown.

Manufacturer narrative:
At this time adc has no further information. A follow-up report will be submitted if additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. It is unknown which adc product the complaint is related to, therefore all fields related to device information have been marked as unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a complaint via social media from the mother of a customer who reported a unspecified issue with the adc device that allegedly ended in death. The post read as follows: "my son is dead because this crap didn't work for him!! Type diabetics need better technology! It's 2022!!" Adc responded to the social media post asking the reporter for further information and to contact adc customer service to discuss the issue further, however the reporter has not replied. No further information could be obtained as contact was not made with the reporter.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensor, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.upon review of the social media post, it was determined that the adc device in question was a sensor. As such, the following sections have been corrected to reflect device type, freestyle libre 14 day.